Event description:
A patient underwent three CABG procedures and an aortic valve replacement in 2005. Ten days later, the sternal wound dehisced from forceful coughing, pulling the sternal wires through the bone. V.a.c therapy was applied. Contrary to contraindications and precautions provided in product labeling, v.a.c. Granufoam dressing was placed in two layers to fill the defect without a non-adherent layer or other barrier for underlying organs. Two days later, the patient had a small bleed. The following day, the patient died from massive chest bleeding. A 6.5 cm tear in the right ventricle was noted postmortem. It cannot be determined from the provided information if the patient death is related to the use of the v.a.c. Therapy device.